Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: what is the current patients status? Now the patient is fine. Is suturing/over sewing a standard method? Yes. Was there any leakage? No leakage was found during the procedure. Is the forepart of the green zone the most distal to the surgeon? Yes. Was the patient receiving blood therapy? Yes. How was the bleeding identified? More blood came out from the drainage-tube and the patient had hematochezia. How was hemostasis achieved? Medicine was used to stop the bleeding but the effect did not as expected. Another procedure was done to stop the bleeding two days later.. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Donut confirmation. Was the bleeding intra or extra luminal? Unknown. How long has the surgeon been using this device for this procedure? The surgeon used cdh25a from the beginning of 2014, but he used cdh25 for many years.

Event description:
It was reported that a gastrectomy procedure was performed on the patient on (B)(6) 2014. The orange indicator was set in the forepart of the green zone. The firing was as expected, the crunch was clearly heard and the cut line and staple line were completely deployed. The surgeon used hand sewing to fix the staple line for safety. Bleeding was found from the anastomosis the next day. About 2000ml blood transfusion was taken for the patient. Medicine was used to stop the bleeding but the effect did not as expected. Another procedure was done to stop the bleeding two days later. Now the patient is fine and out of the hospital. The probable lot no. Of the device is k4d05c, k4cy3k or k4cf2h. The device was discarded by the hospital.